Event description:
During surgery, acent of something burning became increasingly stronger. Physician noticed one side of the light had caught fire. Nurse switched off the light using the wall dimmer. As soon as light was turned off the fire dissipated. No injuries occurred.